Manufacturer narrative:
Information contained in this record was previously submitted through psr on 22/apr/2019. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was infection and device migration. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "pseudomonas aeruginosa infection," and ¿implants is like as flat as thin cake¿. The device has been explanted.